Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok syringe bulk sterile pharmacy convenience tray was missing scale markings. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd luer-lok syringe bulk sterile pharmacy convenience tray was missing scale markings. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
One photo was received and evaluated. A single loose syringe was depicted in the photo. The syringe with a red tip cap attached was inside a plastic bag over a yellow piece of paper. The barrel of the syringe did not appear to have any scale markings. The barrel appeared to also be missing one of the flanges. The photo was not clear enough to perform a more thorough evaluation and no physical sample was received. Potential root cause for the scale marking defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.